Event description:
A malfunction alarm occurred and was reported by the customer. There was no adverse impact on the customer's blood glucose level. Technical support provided pump reset information and assisted the customer in resetting the pump, after which the malfunction code did not recur. The customer was advised that they could continue using the pump and to report if any malfunction code reappears, which the customer understood.